Manufacturer narrative:
The product was returned for investigation. The middle shaft was streched and leakage found at the streched part. The reported events were thought to be caused by damage to the product from handling prior to use, but the detailed cause could not be determined. No abnormalities were found in the manufacturing records. The instructions for use (IFU) contain general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications that may occur and other events similar to this event. This report does not imply an admission by anyone that the product referred to in this report is defective. No complications have been reported, but this event is being reported cautiously because balloon rupture or shaft leakage is known to have the potential to cause adverse events.

Event description:
It was reported that leaking occurred on the catheter shaft. The catheter shaft was leaked at inflating the balloon. Then it was replaced with a new identical product and the operation was continued. No complications were reported.